Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a subarachnoid hemorrhage. It was reported that a polarxfit catheter was selected for use. During the surgery, invasive blood pressure measurement was performed using an arterial line, a blood pressure value of 200 mmhg was recorded, but this is a value that could occur in other patients during surgery, and it was not believed that special control measures regarding blood pressure or pain were necessary. After the cryo procedure was completed, the patient reported having a headache, and a CT scan was performed. The patient undergone brain surgery due to subarachnoid hemorrhage. The patient was transferred to another hospital (neurosurgery department) and details are unknown, but no surgical treatment was performed and he is being treated with antihypertensive treatment. There are no underlying diseases that could be caused by this complication. No sequelae observed at this time. No organic disease such as cerebral aneurysm is found in cerebral angiography. Prescription is unknown, treatment for adverse events at other hospitals included anticoagulant therapy (prazaxa) neutralization and conservative treatment. Catheter will not be returned since it was discarded at facility.